Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. Due to excessive vault and refractive surprise, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. The cause of the event was unknown. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
B5 - corrected to: the initial MDR is not applicable as the event is not reportable. There has been no report of serious injury or malfunction. Claim # (B)(4).